Event description:
Customer reported that the guidewire mechanism is rough and more difficult to deploy. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.